Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Note: this information was posted on facebook and attempts to contact the poster to follow-up or obtain additional information were unsuccessful and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is.

Event description:
Facebook complaint received: "after 10 years I had to have it removed. It caused horrible acid reflux. It works to lose weight. But over time it does not." "Is the sleeve any better." "Is the sleeve any better the lap bad had me with horrible acid reflux for years."

Event description:
Facebook complaint received: "no I'm 71 I had mine out this year. I suffered for years with horrible acid reflux. I regret that I ever got it in." And "yes they tried to not take mine out too. I went to the emergency room screaming pain from it. Even though it was not causing bad pain. But they removed it the next day. I was taking 7 different anti acids and always lacking sleep. I feel 100 times better with it out." I suffered from acid reflux for a long time before I had the lap band removed".

Manufacturer narrative:
Corrected data: patient age; additional description provided by patient; date of the new description provided to the manufacturer; new health effect- clinical code; new health effect- impact code.